Event description:
A power source alert was reported by the caller. The impact on the customer's blood glucose level was not disclosed. The issue was resolved when the customer left the wall adapter plugged into a working outlet for at least 30 minutes, which allowed the pump to begin charging, and no further assistance was required.